Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 29jun2016 our (B)(4) affiliate who reported a call was received from a patient (pt) who reported that while using the acuvue oasys brand contact lens he/she was diagnosed with a corneal ulcer. The pt reported that he/she is a new wearer of the acuvue oasys brand contact lens. The pt reported that while wearing the suspect lens the pt experienced pain od after 1 day of use. The pt reported that he/she went to an eye care provider (ecp) on (B)(6) 2016 and was diagnosed with an od corneal ulcer. The pt reported that the ecp prescribed vigamox 1 drop every hour and cicoplegico 1 drop every 12 hours. The pt reported that he/she had a follow-up appointment on (B)(6) 2016 and reported that ¿it was not improving.¿ the pt also reported that he/she had an additional follow-up appointment on (B)(6) 2016 to see how the treatment is progressing. On 08jul2016 a call was placed to the patient (pt) and additional information was obtained as follows: the pt reported that he/she had a follow-up appointment with the eye care professional (ecp) on (B)(6) 2016. The pt reported that at that fu ecp visit, the ecp advised the pt to continue treatment until the ¿eye gets better.¿ the pt also reported that after the eye was better the ecp recommended that he/she needs to be trial fit with lenses from an ecp if he/she wanted to wear lenses again. The pt reported that the ecp stated the od is getting better. No additional medical information was received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002nmp was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.